Event description:
A report was received from the product distributor explaining that a nurse was performing a deltoid injection on a patient when the needle became detached from the syringe. The needle temporarily remained in the patient. The nurse pulled the needle out with her hand, upon doing so; the nurse pricked her ring finger on her left hand. The nurse is not aware of any contagious illnesses carried by the patient. Additional information regarding potential medical intervention provided to the nurse was requested; no additional information is reportedly available.

Manufacturer narrative:
One hypodermic needle was returned for evaluation. A glass syringe (different manufacturer) was returned with the needle. The safety device and needle were returned detached from each other; no protective cap was returned with the components. During functional testing, the needle hub was tightened to the safety mechanism as per directed in the instructions for use. After tightening, no leaks or detachment of the cannula were observed during testing. The returned devices were found to operate as intended. Visual inspection revealed no anomalies with the devices. No evidence was found to suggest the reported event was caused by a manufacturing issue.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).